Event description:
It was reported that a wire was observed sticking out of the patient's back right above the neurostimulator following use of a pain stimulation implantable pulse generator. The patient had previously undergone a reset of the stimulator approximately nine months prior, which had been functioning well until the patient recently noticed the wire, although it was present since the beginning. The patient¿s representative sent a picture of the patient¿s back to the pain clinic, where it was determined that the protrusion was not a wire, despite the representative¿s belief. The patient was redirected to their healthcare provider for further evaluation and had a follow-up appointment scheduled at a pain clinic.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: unknown); product type: 0200-lead; implant date: unknown ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep was at an appointment with the patient (pt) and the pt's managing provider (hcp). Rep reports there was no lead involved in this event-the patient mistakenly thought there was a wire protruding from their back which hcp confirmed today in clinic that there is no wire coming out of the pt's skin. Rep reports: there is no wire coming out of the patients back and there are no issues with the patients device, pt suffers from dementia, hcp believes it is a skin tag, and told the patient to see a dermatologist.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. H.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.